Event description:
Upon evaluation by the manufacturer, it was discovered that the lancet will not retract after firing the accu-chek softclix lancet device. The customer was accidentally stuck, but did not require medical attention. The accu-chek customer care service center sent new device and lancets to the customer.